Manufacturer narrative:
Product ID: 3889-28, lot# v824102, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v824102, ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had their ins removed because it never worked, and it was bothering them. The patient reported that they could not get the lead wire out because it wrapped around the coccyx. No further complications were reported.